Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced extrusion, infection, urinary problems, and dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, and bioarc and intexen were implanted. On (B)(6) 2006, intepro and straight-in were implanted and on (B)(6) 2009, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2006 and (B)(6) 2009 due to vault prolapse.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.